Event description:
Litigation alleges pain, weakness, swelling, stiffness, elevated metal ion levels and post surgical issues and complications. Patient is scheduled for revision on (B)(6) 2014.

Event description:
Update rec¿d (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 07/03/2014 - medical records received. Upon revision, yellowish, slightly cloudy fluid, and chronic inflammatory foreign body-like changes involving the synovium. The information received does not change the MDR decision. This complaint was updated on: 07/22/2014.